Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - what is the total number of procedures with broken sutures and bending needles related to the lot at7036? 3 procedure. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002. Related events captured via 2210968-2024-02505. 2210968-2024-02506.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Suture, when pulled to close the stitch, is cut. Needle in the area where it joins the suture bent. There was no patient consequence. This occurred with four units from this lot. Additional information has been requested.

Manufacturer narrative:
(B)(4), this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.